Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the tenaculum forceps had a snapped cable. The procedure was completed as planned with no reported injury, using a backup instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the device was inspected prior to use and no damage was identified. The issue occurred while grasping the specimen. The instrument did not collide with any other instrument or tool during the procedure. Overall movement was affected, there were issues related to left/right (yaw) motion of the grips and up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Manufacturer narrative:
The tenaculum forceps instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was missing from clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.